Manufacturer narrative:
Title: clinical outcomes of esophagojejunostomy in totally laparoscopic total gastrectomy: a multicenter study. Source: surg laparosc endosc percutan tech volume 27, number 4;27:e87¿e91, august 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source performed 2011 to 2013, study was made who underwent total laparoscopic total gastrectomy that included 68 patients treated with a "laparoscopic-assisted" procedure in which anastomosis was created with the circular stapler. It was noted that there was postoperative leakage, operation time, blood loss, anastomotic leakage and extended post-operative hospital stay.